Manufacturer narrative:
Device evaluation by MFR: the promus premier select ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal region with stent struts lifted. The undamaged crimped stent outer diameter was measured and the and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-may-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad). A 32 x 3.00 promus premier select stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent damage.